Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify alarm due to motor error alarm. The insulin pump was received with cracked case on the display window corner, cracked battery tube threads, cracked reservoir tube and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motion sensor test failure alarm when attempting to rewind their insulin pump. The customer's blood glucose was 104 mg/dl. It was later reported the customer had a motor error alarm. Customer also recalled a motor position encoder error alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the insulin pump for analysis.